Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and silicone migration.

Event description:
Patient reports "I was sent for a CT scan for respiratory reasons" and the scan detected "slightly serpiginous appearance to the inferior posterior and to a lesser degree anterior left implant, which could be due to implant rupture." "Ultra-scan has confirmed that this implant has ruptured, and it's slowly leaking silicone, it's already in my lymph nodes in my arm pit. This is already affecting my mental health." This relates to the left device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Patient reports "I was sent for a CT scan for respiratory reasons" and the scan detected "slightly serpiginous appearance to the inferior posterior and to a lesser degree anterior left implant, which could be due to implant rupture". Ultra-scan has confirmed that this implant has ruptured, and it's slowly leaking silicone, it's already in my lymph nodes in my arm pit. This is already affecting my mental health. Physician confirms rupture of left device. This relates to the left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: one sharp opening in the side posterior assessed as unidentified (tear) opening. Two openings striated in the side anterior assessed as surgical damage. Additional, changed, and/or corrected data: b2, b3, b5, b6, d9, g1, g2, h3, h6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reports "I was sent for a CT scan for respiratory reasons" and the scan detected "slightly serpiginous appearance to the inferior posterior and to a lesser degree anterior left implant, which could be due to implant rupture." "Ultra-scan has confirmed that this implant has ruptured, and it's slowly leaking silicone, it's already in my lymph nodes in my arm pit. This is already affecting my mental health." This relates to the left device. Physician reported "found to have evidence of rupture on the left, which was otherwise asymptomatic". Device has been explanted.